Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted the set screw on the implantable pulse generator (ipg) was loose and could not be fixed to the lead. The ipg was attempted / not used. No patient complications have been reported as a result of this event.